Event description:
It was reported noise was observed on the ventricular channel which had led to pacing inhibition. The lead was visualized under fluoroscopy and found to have externalized conductors. The lead was successfully capped and replaced. The patient condition after the procedure is stable.